Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose levels were fluctuating (133-365 mg/dl). Troubleshooting with tandem technical support suggested that the issue may have been related to the infusion site; however, this could not be confirmed.